Event description:
Reported as "lead was retrieved from pt in two pieces. Pt reports having epidural in 2/97, experienced shooting pain end of april or beginning of may, followed by cessation of stimulation." No further info is available on the pt's outcome from this event.